Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery (bd) power controller/distribution printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, a patient was disconnected from the 980 ventilator in order to carry out a procedure. In the moment that the clinician attempted to reconnect the patient to the ventilator, an inoperative error message was generated. The patient was not harmed or injured as a result of the event.